Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher. The pusher assembly was broken into two segments (proximal segment was missing) at approximately 179cm from the distal end, but the implant coil was still attached to it. The evaluation could not determine the cause of the event; however, the pushwire was found severely bent and the lumen stop was slightly ovalized which may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the last coil could not be detached despite three attempts with the instant detacher. The coil was removed from the patient and another coil was used to successfully complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).